Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that 4 months after the dental implant was installed in the pt's mouth it was verified its loss of osseointegration. A 35 ncm of primary stability was achieved and immediate load was not performed. Pt had bone type ii. The pt presented infection.